Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the confirmation window of onetouch ultra test strips are off centered. On (B) (6), 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests his blood glucose 4 to 6 times per day and manages his diabetes with lantus and novolog insulin. The patient takes novolog insulin based on a sliding scale per the lfs meter readings and his carbohydrate intake. On (B) (6), 2010 at 10:15 am, the patient noticed that the subject test strip was off-centered and tested at "168 mg/dl." The patient felt that the reported reading was inaccurately high because he normally tested at "101 to 124 mg/dl" in the morning. The 15 units of novolog were taken as a result of the alleged "168 mg/dl." Within one hour and 30 minutes, the patient developed symptoms of "lightheaded, sweating, and shaking" while testing at "50 mg/dl" on the subject meter. At the time of concern, the patient administered self treatment with food and glucose tablet. His symptoms abated soon after. The patient did not test on any other device. The patient's insulin regimen was not changed immediately before or after the day of the incident. During the callback, the patient noted that 6 out of 10 test strips were not reading within the control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he had symptoms that can be associated with hypoglycemia and received medical treatment accordingly after he took insulin based on the lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.